Manufacturer narrative:
Continuation: exact event date and implant date are unknown.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up scan a proximal type I endoleak was observed. The physician performed an intervention using aptus. The physician successfully implanted four aptus endoanchors, resolving the event. The physician decided to prophylactically implant an endurant cuff to reinforce the aortic neck. The physician stated that the cause of the endoleak was a complex case that was not simple to define. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.